Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is wearing the cartridge for longer than 48 hours with humalog insulin. Customer¿s blood glucose (bg) level was 345 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.